Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported that the insulin pump was alarming to enter the blood glucose reading. She stated that they calibrated multiple times but that it was not accepted. The blood glucose reading was 415 mg/dl and she was advised to try again when blood glucose was stable. Customer was treated with manual injections. Nothing further was reported.